Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2012 with a bifurcated, a suprarenal and two limb aortic extensions. The patient came in emergently with back pain and presented with rupture. The patient had a type 3a endoleak and doctor elected to reline the graft. Patient is stable.